Event description:
A patient with surgical trauma was implanted with an acticon device on (B) (6) 2009. On (B) (6) 2009, the cuff was removed due to infection. No further information provided.

Manufacturer narrative:
Cuff performed within specifications. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.